Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the product is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately five months post implant of this annuloplasty ring in the mitral position, this device was explanted and replaced secondary to progression of disease in the mitral valve itself with severe incompetence, and was a failure of subvalvular apparatus, with fibrosis and thickening. The annuloplasty ring itself was satisfactory. There were no adverse patient effects due to the ring itself. The patient had no adverse effects from the reoperation and did very well. The product was replaced with a 29 mm bioprosthetic valve. No adverse other patient effects were reported.

Manufacturer narrative:
Conclusion: reoperations are primarily the result of a progression of disease or technical failures and are not related to product m alfunctions. Unlike prosthetic heart valves, annuloplasty devices are an adjunct to the valve repair. This event was attributed to the progression of the valve disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.